Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave iabp's doppler tether has a retractable cord problem. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse able to replicate reported failure upon initial inspection. During replacement tether's internal spring failed new tether ordered and shipped directly to customer newly ordered tether also failed oob. Other tethers ordered and installed. Unit now functions normally and passes all tests and calibrations to manufacturer standard.

Event description:
N/a.

Manufacturer narrative:
After further review, the final emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no emdr is necessary. Please cancel in your database.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a